Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 shears silicone split at the tips. The tip broke into many pieces and disintegrated. Another vh-3500 evk was opened to complete the case. No delay. No harm.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The heater wire of the harvesting device was observed to be intact with no visual defects observed. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled off the entire jaw, exposing the metal cold jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000363779 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.